Event description:
During (B)(6) 2011, I started to have problems with my avaira contact lens. Specifically, I had blurred vision and difficulty seeing while I drive at night. I also had severe headaches and my eyes had a red hue. Reason for use: near-sighted.